Event description:
It was reported to us that the cane collapsed while it was in use. The report indicates that the pt was not injured as a result of the fall. The cane was returned to us for eval. It appeared that the push button detent height adjustment was not properly locked in place. This may have been the cause of the cane collapse. The cane has been forwarded to MFR for their investigation.